Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Refence MFR. Report#: 1627487-2020-33327. It was reported the patient is unable to program their ipg into MRI mode due to high/low impedance. The patient continues to receive therapy. The patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Refence MFR. Report#: 1627487-2020-33327.